Manufacturer narrative:
As reported, a dust like foreign material was found inside the carton box of the ventralight st w/ echo 2 product when the package was opened. Allegedly when the sample was picked up for return, the product was checked but the alleged foreign material (dust) could not be found in the package and stated it may have fallen out of the box, during the storage period before collection. A visual examination of the returned sample finds there to be no foreign matter/object on or within the product carton or on the sealed inner sterile foil pouch. Therefore, evaluation cannot confirm if there was a foreign material present as reported. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in december 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, dust like foreign material was found inside the box of the ventralight st w/ echo 2 mesh. It was reported that the product was not used, and another mesh was used to complete the procedure. There was no reported patient injury.